Event description:
Additional information was received stating that the newly implanted generator was repositioned to scapular placement during the surgery on (B)(6) 2014.

Event description:
It was reported that the vns patient was manipulating his generator site and caused the device to migrate. It was confirmed that non-absorbable sutures were used during the initial device implant. The patient underwent generator replacement surgery on (B)(6) 2014. The replacement generator was tested with the existing lead and lead impedance was within normal limits (impedance value ¿ 2344 ohms).

Manufacturer narrative:
.